Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use the external pulse generator completely shut down with no grace period provided when the battery was attempting to be changed out. The generator has not been received into service. No patient complications have been reported as a result of this event.